Event description:
Consumer contacted dexcom to report an intermittent vibration on the receiver. Consumer did not report any mediacal intervention or injures.

Manufacturer narrative:
No data available for evaluation. Product return received for receiver, product investigation discovered that the liquid-crystal display (lcd) on the receiver was damaged. The damaged liquid-crystal display (lcd) does not confirm malfunction issue for intermittent vibration, nor is the root cause of intermittent vibration.